Manufacturer narrative:
G4: 03aug2020 b4: (B)(6)2020 the manufacturer's field service engineer corrected this reported condition by starting the unit in diagnostic mode. The device then passed a short self test and an extended self test. The unit was then deemed to be working to specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(4) 2020. Date of report: 27jun2020.

Event description:
The customer reported a ventilator with a flow sensor mismatch alarm. The manufacturer's field service engineer confirmed the reported problem. This alarm was identified in the ventilator's log. There was no patient involvement. The manufacturer's field service engineer determined that upon performing the extended self-test and short self-test on the ventilator with reusable patient tubing, no failures were identified. All testing passed without issues. No parts were replaced, and the device passed all performance specification testing.